Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and lymph node not device related.

Event description:
Healthcare professional reported a right side "rupture" and "lymph node with silicone infiltration." Device remains implanted.

Manufacturer narrative:
Clarification to d6b: it was reported that explant took place between (B)(6) 2021.

Event description:
Further reported was "cystic areas" which has been deemed not related to the device. The device has been explanted and replaced.